Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed a high fever in the end of (B)(6) 2019. A flu test was conducted but it indicated a negative result. Medications were given to the patient to be safe but they did not improve the patient¿s symptom. A blood culture was conducted, and results indicated levels of white blood cells and c-reactive protein (crp) as high value. Infection of some kind was suspected based on those results. The cause of the infection was unknown. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.